Event description:
It was reported that there was an event of right ventricular (rv) lead noise when the patient presented via remote follow-up. The rv lead was explanted and replaced. The patient was noted as being stable.